Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -11.0 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted later that same day due to patient was in extreme pain. The lens was not replaced with another lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.